Event description:
Terumo medical corporation received the following reported information: it was reported a patient developed a hematoma following tr band placement with a reported 18mls of air injected upon placement. In response, a vasc band hemostat was applied proximally to the access site and the tr band was repositioned. There was no reported failure observed on the tr band device, they readjusted the band. The hematoma grew up the arm very fast about 6in in length. There was swelling and pain or numbness. No faint pulse or weakness in movement. The patient was 87 and very frail. The cath lab manager inspected the tr band after it was removed from the patient and the balloon was not deflated at all. The patient was reportedly stable. The hematoma reportedly continued to worsen. The patient was subsequently taken to the operating room for surgical intervention. The estimated blood loss was greater than 250cc. It was a left anterior descending artery (lad) intervention. The type of procedure performed was radial catheterization. The procedure performed prior to using the tr band was a left main percutaneous coronary intervention (pci). Additionally, the terumo field clinical specialist offered re-education and in-service training for both the cath lab and inpatient floor staff to reinforce proper tr band application, management, and post-procedure monitoring.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 12ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the check valve or balloon assembly. The sample passed leak testing. The sample was subject to additional leak testing. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 15ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found. One tr band and inflator were returned for assessment, and the sample passed all leak testing. The check valve was deconstructed, and no damage or foreign matter was found in the valve. The complaint can be confirmed for procedural complications. The exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).